Event description:
Additional information received reported prior to 2013 (B)(6) the medication being delivered was lioresal. If additional information is received, a follow-up report will be sent.

Event description:
It was reported sometimes it takes a week for a patient to get used to pump medication adjustments. It was normal for the patient to feel a little bit drowsier and it normally took about a week to get adjusted to any increase of medication in the pump. It was noted that had been like that since implant. It was also reported they ¿just try to find a happy medium¿ to relieve the patient¿s spasticity and ¿they had a few hiccups and had to go back.¿ it was further reported the patient¿s family knew whenever the patient was sluggish that it was ¿too much medication.¿ the patient was at a higher dose now and the patient had a bolus in the morning that they took away 6-8 months ago and it was to help him, but ¿it was too strong.¿ the pump was being used to deliver intrathecal baclofen therapy. Specific event details, interventions required, drug information, and patient outcome were not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).